Event description:
It was reported that the patient claimed that their system controller just "died" over the weekend and the patient felt they were going to pass out. The patient was changed to their backup controller with no issues. The patient saw a red heart alarm however did not recall what the alarm was. The patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that no log files would be provided and interrogation in clinic revealed the cause of the alarm to be a backup battery (ebb) fault. The patient reported they panicked due to the alarm and upon further clarification the patient did not feel like they were going to pass out and there was no pre-syncope. The ebb was exchanged for the ebb fault alarm without issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was not confirmed as the customer declined to submitted log files and no product was returned for further analysis. The provided information indicated the patient exchanged their system controller after the alarm activated. The 11v backup battery was then exchanged at the clinic without issue. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. This section also advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The heartmate 3 patient handbook was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further in formation was provided. The manufacturer is closing the file on this event.